Manufacturer narrative:
H3 ¿ analysis of the pump found ¿motor gear train anomaly ¿ corrosion and/or wear and/or lubrication¿ and ¿motor gear train anomaly ¿ stall due to shaft/bearing¿. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2020-aug-25, information was received from a friend/family member and patient, via a manufacturer representative (rep). The patient was receiving lioresal (2,000 mcg/ml, 1,050.1 mcg/day) via an implantable pump for intractable spasticity and spinal cord injury/spinal cord disease. The friend/family member called and reported the patient's pump was alarming. The alarm was described as a single beep alarm with "maybe a couple times it was triple beep". The caller was asked if the alarm continued, and the caller stated, "no, it last beeped about an hour ago". The patient has not missed a refill and their next refill was next month. The patient has not had any falls or trauma. The patient has been "feeling funny" since the morning of (B)(6) 2020. Clarification was requested and the caller stated they could not describe it, but the patient "felt different, but that could be in his mind because he was scared about the beeping". On (B)(6) 2020, the rep reported that the patient called their hcp today and reported their pump started alarming last night, but has stopped alarming. The pump was interrogated and logs were read. Logs indicated a motor stall occurred at 5:05pm on (B)(6) 2020 and a motor stall recovery occurred at 3:38am on (B)(6) 2020. The patient was not aware of any electromagnetic interference (emi) or magnets being near the pump. The patient would follow up at their next refill and if the alarms occurred again, they were instructed to call their clinic and start taking oral baclofen for withdrawal symptoms. The patient did not have any withdrawal symptoms during this time. The issue was resolved the time of this report.

Event description:
Additional information was received from the device manufacturer representative indicated that the patient experienced pruritus and was administered oral baclofen. It was reported that the pump was replaced. No further complications have been reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.